Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ileal conduits procedure, the string snapped after it locked. The string and stent were pulled out of the patient. The stent had to be reinserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation results: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The catheter was returned in a used condition with the flexible stiffener inserted. The black suture was present and exited the distal string holes. Inspection revealed the suture material to be fractured and pulled from the mac-loc lever. The mac-loc hub was in the open position. With minimal force it was attempted to remove the stiffener, but the attempt was unsuccessful. With more than minimal force, the flexible stiffener was removed from the catheter. There was some blood or biomaterial noted on the stiffener, however, there were no noted bends, kinks or damage to the stiffener. Further inspection revealed approximately 8 cm of material to be exiting the distal stringing holes in the loop. The remaining suture was pulled through the distal string hole and inspected. One end of the suture was still captured in the threads of the mac-loc hub as instructed in the manufacturing instructions. Inspection of the suture end revealed the material to be in good condition, slightly stretched, and with no frayed ends noted at the location of the separation of the suture. The length of the suture exiting the distal string hole was 66 cm, which indicated that that separation of the suture was at or just distal to the mac-loc hub. The device is shipped with IFU, which lists the appropriate warnings, precautions and instructions for use. The IFU gives instructions in step 3 for locking the catheter as follows: "stabilize the mac-loc catheter hub assembly with one hand and pull back on the drawstring to form the distal catheter loop configurations. While maintain traction on the drawstring, push the locking cam lever down until a distinct 'snap' is felt. The distal loop of the catheter is now locked into position. Trim off excess drawstring." Although a definitive root cause cannot be determined, it is possible to suggest the suture material was inadvertently nicked during the manufacturing process or during placement, which caused the material to fracture when the device was used. Per the conclusion of the quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a ileal conduits procedure, the string snapped after it locked. The string and stent were pulled out of the patient. The stent had to be reinserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.